Event description:
It was reported that a pt sustained retinal hemorrhage after photocoagulation treatment for diabetic retinopathy with a novus omni argon laser. It was further reported that an additional laser procedure was performed to treat the hemorrhage, and that the pt has healed with no permanent impairment.

Manufacturer narrative:
The user facility declined service; therefore; no examination of the subject device was completed. A review of service records for the subject device concluded that no preventative maintenance had been performed since 2007 in contraindication to device labeling requirements for annual service.